Manufacturer narrative:
H2: additional patient information was received. See a1-a3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysi on teh returned driver had no failure found when analyzed. The tip is intact and fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional event information was received. Additional initial reporter information was received. Additional codes have been applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a delay to the procedure of approximately 3 minutes. The cause is suspected to be that the hex driver and threads on it had been worn down, but this could not be confirmed.

Manufacturer narrative:
No products were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that after using the passive planner probe, udg and awl tip tap with no inaccuracy, the site placed the mas driver with the screw projection at 7.5x 50. They noticed that the projection was not in line with their saved plan. The inaccuracy was about 6mm at the far tip of the screw projection. However, once the screw was fully seated the screw was in line. The surgical tech also noted that the threads on the driver didn¿t seem to be holding very tightly. The site continued the procedure keeping the inaccuracy in mind when placing screws. A standard reference frame was being used. The site checked the accuracy with the tap and passive probe, and the issue was determined to just be with the driver. There was no reported impact to the patient. Delay information is unknown.